Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the loop pad of an opt314 optiflow junior nasal cannula became detached during use. No patient consequence was reported.

Manufacturer narrative:
The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint opt314 optiflow junior nasal cannula was returned to fph in new zealand and was visually inspected. Results: visual inspection revealed that both loop pads had become detached from the cannula. Traces of glue residue were present on the cannula and there were also traces of adhesive on the loop pad material on the side that contacts the cannula. A lot check was not performed as lot information was not provided. Conclusion: we are unable to determine what caused the loop pad to became detached from the cannula. Loop pads are bonded to the optiflow junior nasal cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly remove the cannula and also contain the following statement: - "check cannula remains secure on the face. Replace wigglepads if required." Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.